Event description:
It was reported by repair work order that the customer alleged that the stretcher will not raise up. Upon inspection of the unit by the service technician, it was identified that the jack could not be raised.